Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# j0104137v, implanted: (B)(6) 2001, product type: lead. Product ID 3487a-45, lot# j0101917v, implanted: (B)(6) 2001, product type: lead. Product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# j0104137v, implanted: (B)(6) 2001, product type: lead. Product ID 3487a-45, lot# j0101917v, implanted: (B)(6) 2001, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4). ¿device used for off label indication. The indication the device was used for was ezw".

Event description:
It was noted that the implantable neurostimulator (ins) was tested a few times by unknown manufacturer representative who said her ins was fine and the battery was still okay. Then all of a sudden the battery dies in 2008 and she had no plan to fix it. She had no warning. She kept telling them it was not right. The patient could not remember what "was not right. The patient went from 33% relief to none because of her battery dying. The patient stated she was told that her model lasts over 6 years and then it did not. It was noted that it took 6 months to find a health care provider to replace it and was replaced in 2009. The patient could not remember what her symptom was at that time but knew something was wrong. The patient stated she had a lot of scar tissue at the leads. When ins was replaced they were going to perform a scar tissue reduction surgery but it was not possible. The patient was diagnosis with other chronic/in tract pain (trunk/limbs). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.